Event description:
Md purchased syringes from tyco which were defective. Syringe leaks had caused spillage and contamination of other medications. Co admitted that syringes have been on the shelves for 8 yrs. FDA needs to investigate.